Event description:
It was reported that the pen needle 32gx4mm 14 pack was blocked and wouldn't deliver insulin during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient injected insulin at home, did not respond to plunge down, found that the insulin needle was blockage, a new needle was replaced"

Manufacturer narrative:
H.6. Investigation: lot#0042806 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. The certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 32gx4mm 14 pack was blocked and wouldn't deliver insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient injected insulin at home, did not respond to plunge down, found that the insulin needle was blockage, a new needle was replaced".